Event description:
Additional information was received from the hcp via the rep and it was reported that there was a non functioning lead that was explanted on (B)(6) 2021 and two new leads were implanted with the original ins. The issue was resolved and the lead will be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97791; product type: accessory; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2021; product type: lead; h3. Analysis of the lead (B)(6) found conductors 0, 1, 2 and 5 were broken 15.7 cm from the distal end. H6: the conclusion code; d14 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedances with electrodes 0, 1, 5. Pt stated she has had several falls with the 1st being approx. 1 yr ago. Pt reprogrammed around high impedances and hcp notified of lead with high impedances.  The cause was provided as several falls within the last year. Stimulation coverage has changed within the last year. The issue was not resolved. Additional information was received from the manufacturer representative (rep) and it was reported that pt is not receiving effective therapy since reprogramming around high impedances. Unknown as to when surgery is going to scheduled.